Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the minimal access attachment device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This date has been updated to (B)(4), 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition was that the unit was heating up not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was cosmetically unacceptable, as the laser marking was fading away (failed visual assessment). It was determined that this condition was consistent with wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.